Event description:
A customer reported that unexpected negative reactions were obtained on the galileo echo instrument with a patient sample that visually appeared positive.

Manufacturer narrative:
Review of the echo image files by immucor technical services showed that the cell button was negative with a slight red adherence seen in the well background. The image visually appeared weak positive but was called negative by the echo. Review of the camera report showed that all camera calibration values were within the expected range and that the alignment appeared optimal with all four wells centered and in focus. The customer was informed of the need to visually verify all negative antibody screening and identification results on the echo instrument.